Manufacturer narrative:
A ge service rep performed an onsite investigation. Broken x-ray tube arm mounts were evaluated and replaced. The x-ray tube and arm were properly aligned. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.